Manufacturer narrative:
Since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient faced hospitilization due to infusion set cannula crimped issue event on (B)(6) 2024 within 3 or more hours after insertion. The site of insertion was thigh. And the patient was hospitilized for 5 hours due to high blood glucose. The blood glucose level was 561mg/dl and the patient was treated with IV and fluids of saline and insulin company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available .